Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600i synchron access clinical instrument generated erroneously low total bilirubin (tbil) patient results. The customer provided printouts for twenty seven (27) patient samples; however only eleven (11) patients were discrepantly low in comparison with the repeated results generated on the customer's alternate instrument within the laboratory. The results were up to 0.8 mg/dl higher upon repeat on the customer's alternate instrument. The erroneous results were reported out of the laboratory; however, amended reports were issued. The results provided by the customer are shown in the attachment section of this report. There was no death, injury, or change to patient treatment attributed to or connected to this event.

Manufacturer narrative:
The quality control (qc) printouts provided by the customer confirms that qc was within specifications before and after the event. The customer noticed a crack on the reagent probe b level sense bead. Service request was initiated. A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse replaced the reagent probe assembly, which contains the level sense bead and the cartridge chemistry sample probe. Service also inspected all reaction wheel alignments, all syringes, mixer paddles, and wash station. Fse recalibrated tbil reagent, ran system checks, and qc. All results passed. Failure mode is hardware, replacing the cc sample probe resolved the issue. The fse noticed a slight bend in the probe, which is likely to be the cause of the event.